Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the connection failure and no image being displayed could not be identified. However, it¿s likely the cause is related to faulty video connectors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, there were no additional evaluation findings. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the visera pro video system center had poor contact, showing that the image was noisy but visible. Upon inspection of the customer¿s returned device it was observed, the video connector had poor contact, due to which, there was no image. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.